Manufacturer narrative:
Medical products and therapy date. Detail of product: item number 00784804201, item name modular neck r2 12/14 neck taper use with +0 heads only, lot # 61614102. Item number 00633405028, item name constrained liner with constraining ring use with trilogy and trabecular, metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She, lot # 63475933. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to injury and dislocation.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that the patient underwent a revision right hip procedure on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2019 due to dislocation. Review of received data: no further due diligence required as all required information to support the conclusion is available/was already requested. X-ray review: 3 x-ray images dated (B)(6) 2019 have been received, however, images will not be reviewed as they are 11 days post revision and would not aid in investigation. Surgical report, dated (B)(6) 2019: indications for revision: patient admitted to hospital following an injury and dislocation. Radiographs reveal posterior/superior dislocation, constrained liner and ring intact, closed reduction not possible; less than 100ml blood loss, general anesthesia; stable after extubation and transfer to recovery with well perfused foot (good circulation); no immediate complications, stable condition; large egress of bloody fluid evacuated. This was from the trauma of the dislocation specimens taken for cultures (results not provided); no evidence of corrosion when ceramic head & neck removed with ease. Ap & lateral images demonstrate proper length and alignment of the proximal femoral fracture; with intraoperative fluoroscopy cup and stem well fixed and therefore not revised. Liner was well seated into the acetabulum and locking ring and was also well seated into the liner. There was some very minor fraying of the tab, however no gross failure. Surgical information: initial surgery: (B)(6) 2013 right total hip arthroplasty; surgical procedure date: 21 february 2013 I&d with hematoma evacuation. 1st revision date: (B)(6) 2013 revision due to infection; 2nd revision date: (B)(6) 2017 revision due to dislocations; 3rd revision date: (B)(6) 2019 revision due to dislocations. Patient data: l.-g.w., female, born (B)(6) 1943, bmi 31. Significant past medical history: osteoarthritis, cardiac, bilat tkas, multiple right hip surgeries, lumbar degenerative disc disease, over 100lb weight loss since initial surgery. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as the products were discarded. Review of product documentation: all involved devices are intended for treatment; the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet; DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary: it was reported that the patient underwent a revision right hip procedure on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2019 due to dislocation. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right total hip arthroplasty on (B)(6) 2013 during which zimmer biomet products were implanted. The patient underwent an I&d procedure on (B)(6) 2013 and another revision procedure on (B)(6) 2013 due to infection. The patient then dislocated and underwent a revision procedure on (B)(6) 2017. Following the revision procedure, the patient dislocated again and underwent a 3rd revision procedure on (B)(6) 2019. The patient was admitted to hospital following an injury and dislocation. Radiographs revealed posterior/ superior dislocation and closed reduction was not possible. The liner, head, and neck were removed and there was no evidence of corrosion. New zimmer biomet products were implanted. No other complications/ findings related to the reported event was noted. Based on the medical records the reported dislocation can be confirmed. No product was returned; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for the reported dislocation. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).